Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (3 mg/ml at 0.524 mg/day) and bupivacaine (15 mg/ml at an unknown dose) via an implanted pump. It was reported that the patient described a ball forming on their back when they would deliver a bolus. The patient also said it would get warm and itchy, and an irritation mark would follow in a line along their back toward the pump located in their abdomen. Per the patient, these would intermittently happen. On monday, (B)(6) 2025, a dye study was scheduled. During the procedure, the doctor accessed the cap (catheter access port) but could not aspirate the catheter. After the procedure, the patient reported experiencing withdrawal symptoms. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient reported that the issue began happening intermittently after the new catheter was implanted in 2023. On (B)(6) the patient was taken to surgery for a catheter revision. During the procedure, there was liquid observed pooling in the spine pocket, but it was difficult to identify the issue. The catheter was removed from the spine and trimmed. A new spinal segment of catheter was implanted and attached to the trimmed catheter. The connection was made in the spine incision/pocket. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.